Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter corporate product surveillance when using the v-link standard bore catheter extension set there is a drop in flow rate. The customer tested this personally and confirmed it. They set up a 96" primary line and hooked it up to a one liter bag of lactated ringers. Then on the end of it they attached the v-link or no adapter at all. Allowing the fluid to free flow and just watching the flow using the v-link adapter it appeared to be quite apparent that the flow rate decreased using this adapter as opposed to not using any at all. The fluid did not flow out as readily when using an adapter. Each adapter was tried first leaving the bag of fluid at the same height then with no adapter at all. Total fluid removed from the one liter bag was less than 100cc. There was no patient involvement. No additional information is available.